Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the shocking/loss of therapy was high impedances were measured on the electrodes used on the one used for the initial program. The cause of the error message was unknown but probably high impedance. Device logs were not available. Reprogramming was performed on (B)(6) 2026. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the cause of the high impedance was unknown, but a lead failure was suspected.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown, serial# unknown, implanted: unknown, explanted: unknown, product type lead h2. Correction: please note, h6 code g02002 no longer applies to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a shocking sensation at the back. Since then, the patient cannot communicate with the implanted device. The application says "unexpected error with device". The patient also reported loss of therapy. According to the hcp, the patient didn't have any recent surgery, defibrillation, and or MRI. It was noted that the hcp was not sure about expected longevity of the ins.